Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information be received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4): thirty two days later, the patient was discharged from the hospital. The patient recovered from peritonitis.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment was not reported. The patient was recovering.